Manufacturer narrative:
A review of the manufacturing details confirmed that the component had been manufactured with no non-conformances identified. A review of another item of the same batch confirmed that it had been packed in accordance with the specification. The packaging of the complaint item was returned and reviewed and it was noted that no errors could be identified. The device was implanted so was not available for review. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
It was reported by a company representative that the femoral head was not secure inside the packaging. It was noted that the first pouch was not securely seated.

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends. Corrected data: common device name/product code corrected from "total femur implant" to "limb salvage system/kro".

Event description:
It was reported by a company representative that the femoral head was not secure inside the packaging. It was noted that the first pouch was not securely seated. This is a supplemental report to 3004105610-2014-00183 ((B)(4)).

Manufacturer narrative:
In (B)(6) 2016, stanmore implants worldwide initiated a field safety corrective action, which included USA, on the orientation of devices during distribution reference stanmore (B)(4). Future remittance of information will be done through the fsca.

Event description:
It was reported by a company representative that the femoral head was not secure inside the packaging. It was noted that the first pouch was not securely seated. This is a supplemental report to 3004105610-2014-00183 (B)(4).